Event description:
Boston scientific received information that this pacemaker and associated leads were explanted due to the patient's infection at the surgical site. The patient remained hospitalized for antibiotic treatment. It was noted no temporary pacing was required as the patient's underlying rhythm was 56 bpm. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).the explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.